Manufacturer narrative:
The returned cable was evaluated. The cable failed continuity tests due to an open circuit on the green conductor, along the length of the cable.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the sensor suddenly was unable to obtain readings, and the sensor repeats pulse search. No consequences or impact to patient were reported.